Event description:
A female pt with a history of previous coronary intervention, hypertension, hyperlipidaemia, past smoker and peripheral vascular disease was admitted for coronary evaluation secondary to unstable angina pectoris. Medication at baseline before pci: aspirin, and statins, ace inhibitors and beta-blockers. Pre procedure labs and vital signs were within normal limits. Angiography revealed three lesions: one in the mid left anterior descending artery (lad), one in the mid circumflex artery (lcx), and one in the proximal right coronary artery (rca). Aspirin, plavix and heparin were administered intra-procedure. The first lesion was in the mid-lad. It was a 26 mm, 80% type b2, native, smooth, eccentric re-stenosis of a previously implanted bx sonic stent (details of previous procedure are not available). The vessel was described as 2.5 mm in diameter and was non-tortuous. The lesion was not pre-dilated. A cypher 2.50 x 28mm select plus stent was electively implanted to 12 atm with satisfactory results. Post-procedure diameter stenosis was 0. The third lesion was the proximal rca. It was 90%, type b2, native, de novo, eccentric stenosis. The vessel was not tortuous. The lesion was pre-dilated with a 2 x 20mm balloon inflated to 12 atm and a cypher select plus stent 2.50 x 28 was deployed to 12 atms with satisfactory results. Post-procedure diameter stenosis was 0. Post procedural cardiac enzymes were within normal limits. The pt was discharged the following day with orders for daily administration of aspirin, clopidogrel, statins, ace inhibitors and beta blockers.

Manufacturer narrative:
At one month follow-up, the pt denied cardiac symptoms and was reported to be compliant with cardiac medications. Approximately two months and twenty-two days post index procedure, the pt underwent clinically driven re-angiography, which revealed a thrombus within the cypher stent implanted in the distal circumflex. At the time of admission, the pt was taking generic clopidogrel. The pt was treated with balloon angioplasty and administration of reopro. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. This is one of four reports submitted for related events regarding products implanted in the same pt. Please reference MFR report #s: 9616099-2008-00482, -00483, -00485. Add'l info will be submitted within 30 days of receipt.